Manufacturer narrative:
Patient height reported as (B)(6). If device was explanted. UDI number: the UDI codes apply only for us device codes; ous codes do not fall under the UDI regulation. Therefore no UDI is required. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 14april2004. Expiry date: 01march2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Initial alert date was reported as 15september2015; afterwards it was discovered that a company representative was actually aware of the event 30june2008. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study patient ID (B)(6) had a large deep 5mm prodisc-c implanted on (B)(6) 2005 with no complications. The patient was discharged home on (B)(6) 2005 with no complications. Discharge medications were vicodin 2 every 8 hours and valium 2 every 8 hours. The study was completed on 02april2012. The following adverse events will be reported: 1. Reported on (B)(6) 2008 the patient reported neck pain- ongoing provocative discogram c4-5-6, a cervical fusion scheduled for (B)(6) 2008. Course of action: surgery scheduled for (B)(6) 2008, current state of event ongoing. 2. Reported on (B)(6) 2008, date of event (B)(6) 2008 patient has severe neck pain, course of action patient had surgery at c4-5-6 acf. Current state of event is resolved. This report is for (B)(6) 2008 the patient reported neck pain- ongoing provocative discogram c4-5-6, a cervical fusion scheduled for (B)(6) 2008. Course of action: surgery scheduled for (B)(6) 2008, current state of event ongoing. This patient underwent acf surgery at c5/6 on (B)(6) 2008.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Additional information was not provided by reporter. This report is for one, unknown prodisc-c implant. Part and lot numbers were not provided by reporter. UDI #: unknown part number, UDI is unavailable. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical (B)(4) study patient ID # 03-a10 reported neck pain and a cervical fusion on(B)(6) 2008 during a follow up appointment on (B)(6) 2009. This report is for one, unknown prodisc-c implant. This report is 1 of 1 for (B)(4).